Event description:
The employee sought treatment at the facility emergency room and was examined by a physician, however no treatment was administered. The user facility reported she did not miss any time from work and is currently fine with no sustaining injuries.

Manufacturer narrative:
Additional information will be provided upon completion of our investigation.

Event description:
A hospital employee was cleaning medical instruments in a sink, when an object fell into the sink from an overhead shelf. Although the employee was wearing a face shield, liquid from the sink splashed onto the employee's face, and the employee sought medical attention.